Event description:
Patient undergoing laparoscopic oophorectomy. As the harmonic scapel was placed through the trocar, an approximately 1/2 cm circular piece of plastic appeared to dislodge from the port. This was grasped with atraumatic graspers. The nature of the piece of plastic precluded removing the piece through any of the previously placed ports. A 5 mm endocatch bag was passed but would not sufficiently open to allow secure placement of the piece of plastic for extraction. A 10 mm endocatch was passed and the piece of plastic was carefully placed in the bottom of the bag and the bag removed from the abdominal cavity with confirmation of the entire removal of the said piece of plastic.what was the original intended procedure?laparoscopic oophorectomy.device #1is this a laboratory device or laboratory test?no.